Event description:
It was reported that during the deployment of an embolization coil within an aneurysm, the coil prematurely detached within the parent artery. The coil was retrieved using an intravascular snare. The coil was removed successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device will not be returned for analysis. The user discarded the sample. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.